Manufacturer narrative:
Device evaluated by MFR: the device was returned to the cis for analysis. Visual, tactile and microscopic analysis were performed on the device. Hypotube break was noted at 65.5cm distal to the distal end of the strain relief. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced to treat the lesion. However, resistance was felt, and the device failed to pass through the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed hypotube detachment.